Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID addr01 implantable pulse generator (ipg) implanted: 2012-(B)(6), 4076 implantable pacing lead implanted: 2012-(B)(6). (B)(4).

Event description:
It was reported that there was an intermittent lack of pacing on the right ventricular (rv) lead. The lead was revised and remains in use. No patient complications have been reported as a result of this event.